Event description:
A malfunction was reported by the customer, identified by malfunction code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, and the customer was informed about receiving a pump with updated software. Instructions were provided to put the current pump into storage mode and return it to tandem. The replacement pump was shipped to the confirmed address. The customer acknowledged and understood all instructions provided. Customer will continue to use current pump.